Manufacturer narrative:
Product analysis: software installation issue was confirmed. The programmer was unable to interrogate devices. The keyboard connector was damaged. Extensive internal corrosion was found. The programmer was scrapped. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, following a software update, the programmer no longer had device software installed. The programmer was returned for service. There was no patient involvement. The programmer tested out of specification during manufacturer's analysis.